Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded high out of range right ventricular (rv) lead pacing impedance measurements. There were also many atrial tachy response (atr) episodes recorded due to oversensing of noise on the ra channel. The physician decided to reduce the ra sensitivity. No adverse patient effects were reported. At this time, this system remains implanted and in service.